Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('love and prayers for the twelve ladies having surgery today') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.